Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. The operator did not attempt to troubleshoot the alarm and discontinued treatment wtihout performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the user error as the operator chose not to troubleshoot the alarm as instructed in the user's guide. Treatment was discontinued without performing rinseback of the pt's blood. The exact cause of the system alarm cannot be determined. The user's guide includes adequate instructions for responding to system alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.